Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in one piece. Visual inspection of the fiber body did not exhibit any breaks and the exposed tip was found to be degraded. No light was passing through the sma connector, indicating a fracture within the connector and burn marks were also identified on the face. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The device history review (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed. The IFU states: improper use of the device or use of a damaged device may result in severe eye or tissue damage, fire in the treatment room and accidental laser exposure to the treatment room personnel or patient. Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this fiber would not fire during a procedure. The fiber was replaced and the procedure was completed without reported complications. Analysis of the fiber identified a fiber internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in one piece. Visual inspection of the fiber body did not exhibit any breaks and the exposed tip was found to be degraded. No light was passing through the sma connector, indicating a fracture within the connector and burn marks were also identified on the face. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The device history review (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed. The IFU states: improper use of the device or use of a damaged device may result in severe eye or tissue damage, fire in the treatment room and accidental laser exposure to the treatment room personnel or patient. Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this fiber would not fire during a procedure. The fiber was replaced and the procedure was completed without reported complications. Analysis of the fiber identified a fiber internal connector fracture.